Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on information reviewed and without the device to analyze, a definitive cause for the reported difficult to close the clip and clip jumping in this incident could not be determined. The physical resistance anatomy appears to be related due to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficulty closing the clip (clip jumping). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was advance, and the leaflets were grasped two separate times. Each time the physician did not like the positioning of the clip; therefore, the clip was inverted and retracted into the left ventricle (lv). However, the clip became caught on the chordae. Troubleshooting was performed, and the clip was freed from the chordae without causing damage. The clip was then attempted to be closed, but it was noted the clip would not fully close. The clip was reopened, and when reclosing the clip, it jumped close. The clip was removed and replaced. An additional clip was implanted reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.